Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''it was a case of an implant of a 26mm sapien 3 valve within an edwards carpentier perimount surgical valve, in pulmonary position by transfemoral vein. During the procedure, the valve was fully deployed when the balloon of the commander delivery system ruptured''. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely manufacturing non-conformance could have contributed to the complaint event. In this case, it is likely that the interaction between the balloon and the pre-existing valve may have compromised the balloon wall during inflation. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Moreover, reported information indicated that additional 2cc was added to the nominal inflation balloon volume. The prescribed nominal inflation volume is provided in the IFU. Overinflation increases balloon pressure, which subjects it to a higher risk of balloon bursting. These two factors may have collectively contributed to the event. Available information suggests that patient factors (interaction with pre-existing valve) and procedural factors (over-inflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 valve within an edwards carpentier perimount surgical valve, in pulmonary position by transfemoral vein. During the procedure, the valve was fully deployed when the balloon of the commander delivery system ruptured. There was no difficulty during withdrawal of the delivery system through sheath. The procedure ended successfully without any harm to the patient. The patient was discharged.